Event description:
A high reading issue was reported with the freestyle libre 2 sensor. Customer received a message 'hi' (reading >500 mg/dl) for "several hours" which was higher than he felt, and experienced a loss of consciousness. Customer had contact with paramedics who detached the sensor and administered glucose via injection. Customer was transported to a clinic where a post-treatment blood glucose result of 154 mg/dl was obtained on the healthcare meter. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation.